Event description:
A customer reported that they obtained imprecise sequential readings on their precision xtra meter. The customer reported that after eating a meal, a nurse obtained a "hi" reading (results >500 mg/dl display as "hi" on the meter) and 99 mg/dl within a 10 min timescale. When plotted on a parkes error grid the results fell in the 'c' zone, showing the difference in the values are clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The product was returned and an investigation was completed. The complaint was not confirmed and no new issues were observed. All results were within range spec and no new errors were observed during control solution testing.